Event description:
The customer alleges back to back results on her meter of hi and 37 mg/dl. No adverse event reported based upon suspect results. Controls were not run. Return requested and replacement was sent.